Event description:
A malfunction was reported on the pump by the customer following an x-ray received from a dentist. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. After receiving assistance from technical support to reset the pump, the malfunction code did not recur, allowing the customer to continue using the pump, with an understanding to report any future issues.